Manufacturer narrative:
(B)(4).

Event description:
It was reported that the implantable cardiac monitor exhibited an error message. After device software download, normal function resumed. No patient symptoms were reported.